Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. The customer stated the alarm would be resolved by an infusion set change. Customer also reported cracks and chips around their battery compartment. The customer also stated they were changing their battery and a piece of the battery compartment had fallen off. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken battery cap, broken battery tube threads, a cracked case at the display window corners, a cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.